Manufacturer narrative:
Pc gives "disk read error" during start-up and was not able to complete the start-up sequence - the pc was completely replaced. The event did not create injury to the patient because did not happened during a surgical intervention. We are not aware about eventual delay of surgical intervention.

Event description:
Pc gives "disc read error" during start-up and the start-up sequence is blocked.